Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation, it was concluded that: it is not possible to say why this knee joint failed. The patient had pain. No grey stained tissue was found on revision. A particle of unknown origin was found in the insert. An area of raised cement was identified posteriorly which matched scratches on the underside of the insert. Damage to the parts was typical. It is not possible to say if this knee joint failed due to the device, the surgical technique, the surgical procedure or patient factors. Revision procedures have a greater risk of failure than primary procedures. This series of complaint was reviewed as part of CAPA (B)(4) to see if an adverse trend exists for the duofix femur re-revised components. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
Continued pain since revision surgery earlier this year. All components removed except all poly patella. Multiple pathology specimens taken. Both tibial and femoral components are loose. No obvious grey staining of tissues. Copious lavage.